Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device took longer than normal to give blood pressure and also giving low oxygen sat numbers on most people. There was no patient injury.